Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Device has been retained by the hospital. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable pacemaker was explanted due to infection. This device has been retained by the hospital for microbiology analysis as per hospital protocol. This device is not expected to be returned for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to infection. This device has been retained by the hospital for microbiology analysis as per hospital protocol. This device is not expected to be returned for investigation. No additional adverse patient effects were reported.